Event description:
Subscriber to the personal emergency response system, fell in yard outside his home. He states he layed for 2 hrs before help was sent. He reported that he pushed the personal help button several times in order to activate the unit. A "help needed" message was received at the response ctr at 15:39 and contact was made at 15:41. At 16:07 the unit reset and responder reported the subscriber was ok and did not need medical treatment.